Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the wanted to replace the pump so that the patient did not need surgical intervention for replacement sooner than necessary since they were already revising the catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 2000mcg/ml at an unknown dose. It was reported that the patient reported increased spasticity. There were no environmental, external, or patient factors that the reporter was aware of that contributed to the event. A dye study was performed and it was deemed that there was a leak in the catheter. The rep asked but it was unknown what the date or time of the dye study was. The doctor did a full system replacement on (B)(6) 2025. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.